Event description:
Pt was receiving a cocktail of drugs via syringe driver. Upon inspection of the driver a nurse found that 5.5ml of drugs had entered pt's bloodsteam in a 55 minute period. Device set to 48mm/24hrs - 20 ml syringe used and 14ml at beginning of infusion. It appears to medical staff and investigators that the driver was manipulated to allow this to occur. It appears from witness statements, that the boost button on the syringe driver may have been pressed 6 times during the 55 minute period. Pt found deceased by nursing staff. Info received aug 20th which determined MDR reportable. No lockbox fitted to syringe driver. Device under investigation.